Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell and hit the left side of her head. Since then the patient lost access to sound with the left side device. Visual inspection of site revealed abrasions over the electrode lead.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report and the reported accident appear to match well with this finding. This is a final report.

Event description:
The patient fell and hit the left side of her head. Since then the patient lost access to sound with the left side device. Visual inspection of site revealed abrasions over the electrode lead. Correction: the initial report was created for the contra-lateral side device. The serial number of the affected device has corrected.